Event description:
Procedure type: nephrectomy. According to the reporter: during the operation the device was activated and the tip broke off. The piece was retrieved and a new handle was used. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).